Manufacturer narrative:
Additional information was received from the initial reporter indicating the purge was discarded and will not be returned for investigation.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
Additional information received and it was noted that the purge cassette is not available, as it was discarded per hospital policy. The pump will be returned; a return kit has been requested, and arrangements are in progress for its return. Correction: d1 brand name was corrected accordingly. Related report numbers: this is one of two device reports associated with the event. Refer to section h10 for the related report number(s).

Manufacturer narrative:
D9: updated devices return information the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a placement signal not reliable alarm when the patient moved. The alarm resolved when the patient was at rest. The impella was confirmed to be in the proper position via echocardiogram. The alarm was disabled. No patient harm was reported.

Manufacturer narrative:
A4. Is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The investigation was completed. Investigation summary: placement signal issue: based on the trends noted in data logs along with review of other pumps used on the console, it was determined that the console may be involved in the placement signal issues. Since the pump could not be tested to confirm no defects, the cause of the placement signal issue could not be definitively determined.